Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. However, a visual inspection was conducted on 30 retained samples for spring pop out during use. The samples passed testing, as there was no evidence of damage to the device or spring pop out during use. In addition, 30 of the retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no spring pop out or other defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: spring pop out. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, the hub separated from the device and the spring popped out. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, the hub separated from the device and the spring popped out. There was no health impact or consequences reported.